Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
Patient reported unknown side "pain, capsular contracture grade IV and nodule" the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., h.6.

Event description:
Patient reported left side "pain, capsular contracture grade IV and nodule" the device remains implanted. Patient has concern over the recall and patient representative reported "silicone disease."